Event description:
On (B)(6) 2014, it was observed that the time scale for intra cardiac signals and ECG was not the same on printouts of threshold tests. Consequently, it was difficult to identify the threshold tests using the printouts.

Event description:
On (B)(4) 2014, it was observed that the time scale for intra cardiac signals and ECG was not the same on printouts of threshold tests. Consequently, it was difficult to identify the threshold tests using the printouts.

Manufacturer narrative:
(B)(4).